Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p22, of the transfer relay assembly had disconnected from pcb-mounted jack connector, designator j22, located on the therapy pcb assembly.  The connection provides the drive voltage to the device's high-voltage transfer relay coil. The transfer relay assembly connector is a locking connector, however the locking mechanism was not properly engaged.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver shocks to a patient when prompted. The customer advised that medical personnel were attending to a 'code blue' patient.  Medical personnel then observed that the patient was in a shockable rhythm and charged the device in order to deliver a 360 joule shock to the patient; however, when they pressed the shock button, they observed that the device showed an "abnormal energy delivery" message on the display.  Medical personnel were using a quik-combo therapy cable along with therapy electrodes (brand unknown) during the event.  Medical personnel advised that they attempted to shock the patient multiple times, but received the same "abnormal energy delivery" message and that the energy was not delivered.  While waiting for a backup device, medical personnel attempted to troubleshoot the reported issue by changing out the quik-combo therapy cable however the issue remained.  After an approximately seven (7) minute delay a backup device was obtained and used to provide care to the patient.  The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p22, of the transfer relay assembly had disconnected from pcb-mounted jack connector, designator j22, located on the therapy pcb assembly.  The connection provides the drive voltage to the device's high-voltage transfer relay coil. The transfer relay assembly connector is a locking connector, however the locking mechanism was not properly engaged.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p22, of the transfer relay assembly had disconnected from pcb-mounted jack connector, designator j22, located on the therapy pcb assembly.  The connection provides the drive voltage to the device's high-voltage transfer relay coil. The transfer relay assembly connector is a locking connector, however the locking mechanism was not properly engaged.  Physio-control then reconnected p22 to j22, ensuring that the locking mechanism was fully engaged, to resolve the reported issue.  Physio then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.